Manufacturer narrative:
E. Initial reporte event site name (B)(6).

Event description:
It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) would not initiate pumping (or do anything) when hitting the ¿start¿ button. There was no patient involved. A getinge filed service engineer (fse) evaluated the unit and could not duplicate the reported issue. The fse completed a full pm / service protocol, all testing passed to factory specifications.

Event description:
It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) would not initiate pumping (or do anything) when hitting the ¿start¿ button. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (type of investigation, component code), d5, e2, g2, b5 a getinge filed service engineer (fse) evaluated the unit and could not duplicate the reported issue. The fse completed a full pm / service protocol, all testing passed to factory specifications.